Event description:
While placing a central screw in the patient's left glenoid, the head of the screw broke off. The head of the screw was able to be recovered. The remainder of the screw body stayed in the patient's left glenoid. The surgeon felt that it would cause more damage to the patient to remove the body of the screw. No patient harm.